Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
There was a general unspecified report that the texium smart site leaked in nursing. Although requested, no additional information about the patient, medication, or event provided.